Manufacturer narrative:
Corrected information: the event did not involve a device (advance xp) or is similar to a device that is marketed/commercially distributed in the united states. No medwatch is required.

Event description:
It was reported the patient had an advance xp sling implanted on (B)(6) 2014. The patient was dry for one day before his incontinence returned. The surgeon indicated the sling may have slipped. Surgery was booked to implant another incontinence device. No further patient complications were reported in relation to this event.